Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing in secondary vector while the patient was lying on the couch. It was noted the signal is between 1.0 and 2.0 mv and looks posture dependent, as the r wave drops a bit in supine position. In-clinic troubleshooting was recommended. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing in secondary vector while the patient was lying on the couch. It was noted the signal is between 1.0 and 2.0 mv and looks posture dependent, as the r wave drops a bit in supine position. In-clinic troubleshooting was recommended. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service. Additional information received indicates in-clinic troubleshooting was performed, and the device was reprogrammed to primary vector. There was no inappropriate sensing during isometric tests and posture changes.